Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the cutting tips had fractured off of the actuating tubes. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that qty.2 of an ar-1204as-105 flipcutter broke during a knee acl reconstruction. The first flipcutter was flipped in the knee to retrodrill a tibial tunnel and upon deployment of the cutter, the blade shot off the instrument and into the joint. The fragment was removed and a second flipcutter was utilized. When the surgeon was using the second flip cutter, it was self deploying in the knee post retrograde flipping. The mechanism would not lock the cutter straight following deployment, and was flipping spontaneously in the joint upon retraction. The case was completed by using a third ar-1204as-105.